Manufacturer narrative:
Device history record summary: the batch record (27 october 2020), qc test reports and qc final inspection review check list were analysed and it has been determined that the product was released within final release specifications. The retrospective review of the batch file shows that no element could explain these issues. The lot number 20k100 was verified and has been confirmed to be released by the company. The batch record, qc test reports, and training of staff were analysed and it had been determined that product is within required specifications, and manufactured according to the appropriate procedures. The batch records and rest of the reports form this lot had passed all tests and a check of the ncr log for this lot number has produced zero results for this lot number. The check on the deviation log had produced zero results for this lot number as well. The certificate of analysis (coa) of this lot shows that all testing performed on the product has passed.

Event description:
Patient received 0.5 ml on orbital rim on (B)(6) 2021. Patient has returned on (B)(6) for injection follow-up and requested further correction to right tear trough. No complications and issued as of (B)(6) 2021. On (B)(6) 2021, patient returned with concerns of mild right trough swelling, 0.1 ml hylenex was used. Additional 0.1 ml hylenex was used on (B)(6) 2021. Patient had persistent concerns of mild posterior swelling. No response to hylenex and inconsistency with typical tyndall effect. Patient has been vaccinated with covid-19 vaccine in (B)(6) 2020. It was advised to patient that she may have possible inflammatory reaction precipitated by vaccine use in last 6 months. Patient was advised on antihistamines and ice. Patient has requested further hylenex to complete dissolution. Patient was advised that inflammatory response is not a contradiction to use of filler/vaccine and was encouraged antihistamines and ice. Patient received 1 ml hylenex to filler injection points. Patient reports that she was fine for the first two weeks following treatment. However, she has since been experiencing inflammation and puffiness in the area of injection. Patient reports having four follow up visits with express med spa. Near complete resolution of swelling and still mild persisting to right tear trough. Patient was encouraged continuation of antihistamine and ice. The medical director was contacted and the summary of his medical opinion is that this case shows no clinical signs of an ha adverse event such as nodules, inflammation, necrosis or tyndall. He is of the opinion that this is an issue of the information from the medical director was communicated to the nurse injector. Manufacturer will follow up with the clinic to review the patient status.